Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to skin breakdown at the implant site.

Event description:
It was also reported that the device was explanted due to extrusion of the implant.